Event description:
It was reported the patient experienced a loss of osseointegration, the implanted device remains. Clinical management is ongoing.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report.